Manufacturer narrative:
B5 (describe event or problem), d9 (date returned to manufacturer), and h6 (adverse event problem) were updated based on additional information. Zoll has received the autopulse platform. The platform has been sent to zoll sj for investigation. A follow-up report will be submitted when the investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The customer attempted to re-install the lifeband, but the problem persisted. This was observed during shift check. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The observed system error was cleared using the apvision3 software. The processor board was initialized, and the firmware was reinstalled to prevent future occurrence. The archive data review indicated system error 132 (internal watchdog timeout), confirming the reported complaint. The autopulse platform failed functional testing due to system error, out of service, revert to manual CPR" displayed upon powering on, confirming the reported complaint. The apvision3 software was used to clear the system error. The processor board was initialized, and the firmware was reinstalled to prevent future occurrence. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Manufacturer narrative:
The autopulse platform in the complaint has not been returned for investigation. Therefore, a physical investigation has not been performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The customer attempted to re-install the lifeband, but the problem persisted. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.